Manufacturer narrative:
This follow up report is being drafted to include the following sections h4, h6, h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. Probable cause of the e103 lamp error was traced to the lamp reaching the end of its useful life or a temporary malfunction. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) engineer called the customer but the device was unavailable to troubleshoot. Tac advised the customer that a troubleshoot was required to determine if the issue was with the lamp, heat sink housing, light source, cable, or the ov-s190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e103 lamp error occurred with the visera elite xenon light source. There was no patient involvement, no harm or user injury reported due to the event.